Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial analysis and testing showed that the device met minimum longevity projections per programmed values, but that an excess current condition might exist. During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the device's battery depleted faster than expected due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information from a health care provider (hcp) that this device had declared elective replacement indicator (eri) battery status four months after a longevity projection indicated there was one to two years of battery life remaining. Subsequent device interrogation showed the device had declared eri due to charge time. A boston scientific technical services consultant (ts) discussed that devices can declare eri due to either charge time or battery monitoring voltage, and that the previous longevity estimate was based on voltage, and that device charge time cannot be factored into that estimate. Hcp indicated the device would returned for analysis following explant. No adverse patient effects were reported. The device subsequently was explanted 12 days later.